Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the account was missing in server. The technical support specialist changed the account group setting to activate the account. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system server has missing accounts. The customer unable to find their account to login and this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.